Manufacturer narrative:
Concomitant medical products: w4tr01 crtp implant date (B)(6) 2018; 459888 lead implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fifteen second run of non-sustained ventricular tachycardia (vt) in the hospital. The right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.